Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) has internal communication failure and the device was immediately stopped and replaced with other devices. No patient injury reported.

Manufacturer narrative:
Due to character restrictions e1 (initial reporter): (B)(6). E1 (event site address): (B)(6). E1 (event site postal code): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1- initial reporter.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9 return to manufacture date, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. Corrected fields: b5. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the executive processor pcb as a precaution due to the fault logs.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) had an internal communication failure with fault codes # 111 and # 112. The device was immediately stopped and replaced with another. There was no patient injury.